Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The follow up data you provided were carefully analysed. The available egm in episode 123 confirmed the presence of artefacts in the rv and ff channel which led to the detection of vf episodes. No shocks were delivered. The returned x-ray images did not show any peculiarities. In spite of the information available for analysis, no conclusion can be drawn regarding the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of approximately 43 months, oversensing was reported via home monitoring. During the follow-up in the clinic, provocative maneuvers reportedly had no effect first. Only with movements of the right arm and shoulder like using a handsaw, the oversensing could be reproduced. Apparently the patient was using a handsaw at the time the oversensing episode was recorded.